Event description:
It was later reported that the patient reviewed she had finished her antibiotics from poland and treated her uti, but was still leaking.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_prog, lot # unknown, product type programmer, physician; product ID 3889-28, lot # va0kcds, implanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. She only feels stimulation when she goes to see the nurse. The patient had been leaking and this started about a month ago. She doesn¿t understand the pp(patient programmer). The patient was on program 4 at 5.3 volts. She was now at 5.6 volts and it was a little uncomfortable. Patient services recommended turning down to 5.5 for comfort. The patient reports programmer training was ineffective because patient was still under the effects of anesthesia. The patient was hoping to meet with a manufacturer representative so they can teach her about the device. It was reported almost two weeks later that the patient was still having problems with their system. An infection was reported. The patient notice uti (urinary tract infection) about 3 days ago and went to a urologist yesterday. The patient was taking "nitrafolanta" again but does not have enough. It was reported that some days therapy works some days therapy does not work since implant. The patient reported leaking yest erday and today. She said possibly related to uti. During troubleshooting ins was off during call. The stimulator was off. The patient was on program 4 at 4.1 volts. Stimulation was turned on and decrease to 3.8 volts and it was comfortable. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.